Event description:
Caller alleged discrepant results compared with meter in the doctor's office. Results as follows: date: (B)(6) 2010, inratio: 1.2, different meter: 2.2. Date: ng, inratio: 2.3, lab: 4.4. Pt is taking many antibiotics, has thyroid issues, and has been anemic in the past. Caller also reports pricking finger before apply sample indicator, because sometimes the meter times out before they can get a good sample. Pt sometimes uses two drops of blood.

Manufacturer narrative:
Investigation pending.